Event description:
It was reported that a collision between the gantry and the patient (the couch was rotated) occurred when going from 2nd field to 3rd field. Redness on the patient's skin on (B) (6) (the day of collision). Patient was seen again on (B) (6) before treatment and no significant issue observed. No further medical attention was performed.

Manufacturer narrative:
The current IFU, trg and safety manuals for clinac were reviewed. The investigation confirmed the customer's allegation. The operator rotated the gantry in the direction of the couch position resulting in a collision with the patient on the couch. In order to prevent this from occurring, a dry run should be performed by the user on each field prior to treatment to ensure adequate clearance and a tolerance table can be created and added to the plan that prohibits auto setup "remote" motion when the couch is placed in a non-coplanar configuration. While the above issues are contained in current product labeling, it was discovered during investigation of this issue that the use of tolerance tables for motion control, and certain default gantry motion controls when the couch is in a rotated position were changed between version (B) (4) and version (B) (4) of the motion control software, and these changes were not highlighted in the device labeling. Since this customer had a machine with version (B) (4) and a machine with version (B) (4) control software, and the affected patient was moved from the version (B) (4) to version (B) (4) machine for treatment on the date of the event, this inadequate labeling was potentially a contributory cause. A product notification letter will be sent to affected customers, highlighting the changes in version 7 software and emphasizing the required steps to prevent collisions of this type. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.